Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. Technical services (ts) performed a data analysis and stated the cause could not be determined. Ts advised following actions and to ensure all other measurements are stable at the next follow up. The lead remains in use. No adverse patient effects were reported.